Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. After 20 minutes, the electromagnetic (em) instrument interface power led would go out. The system would not initialize the em instrument interface preventing the instruments from being read from any of the ports. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that a freshly installed unit displayed "localizer faulted." Running the ./printcameradiagnostics gave disconnected rather than faulted, which indicated that the cables to the controller were the issue rather than the controller itself. Neither the instrument box nor the emitter was initialized. There was a reported delay to the procedure of one hour or longer. There was no reported impact to the patient.